Manufacturer narrative:
Customer reported blade breaking while in use. Visual observation shows 3 teeth broken on the corner of the sawblade. Dimensional measurements on returned blade were in compliance with the product drawing. Potential causes could be inappropriate contact with metallic objects as defined by (B)(4) brasseler USA consumable accessories IFU rev b or excessive use beyond life expectancy. The investigation is ongoing.

Event description:
A surgeon was using the saw blade for a right total knee replacement. Fragments of metal pieces were noticed in the wound. All the metal fragments were removed from the wound. There was no injury. No follow-up treatment was required.

Manufacturer narrative:
A cutting evaluation was performed from the same lot nv6ed showed cutting edge remained intact, while observing similar patterns of usage along sides of the blade. This is the only complaint for this product.